Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes cap of the plain tubes is not fitted properly in the pack. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: ¿cat#367812 lot no:1293958, expiry:2023-02-28. Cap of the plain tubes is not fitted properly in the pack.¿

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-23. H.6. Investigation summary: catalog number: 367812; batch number: 1293958. Bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper creepout/stopper pullout with the incident lot was not observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout/stopper pullout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout/stopper pullout. Bd has initiated further root cause investigation relating to the issue of stopper creepout/stopper pullout through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes cap of the plain tubes is not fitted properly in the pack. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: ¿cat#367812, lot no:1293958, expiry:2023-02-28. Cap of the plain tubes is not fitted properly in the pack.¿

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes cap of the plain tubes is not fitted properly in the pack. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: ¿cat#367812 lot no:1293958, expiry:2023-02-28. Cap of the plain tubes is not fitted properly in the pack.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes, d9: returned to manufacturer on: 30-jun-202. H.6. Investigation summary: catalog number: 367812; batch number: 1293958. Bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for loose cap with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode loose cap, bd has initiated further root cause investigation relating to the issue of loose cap through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.